Event description:
Health professional reported three days after treating a pt on the glabella lines with juvederm ultra, the pt reported having a "rash" on the injection site. The "rash" was constituted of the pt developing redness "1 and 1/2 inches to 2 inches from the injection site" and "bumps that had a look of wanting to break out." Keflex and a medrol dose pack were prescribed to hasten the resolution of the pt's symptoms and to prevent worsening of symptoms that may lead to permanent damage. The pt's symptoms are resolving.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. Device eval: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle and sterility test are registered as conforming. Conclusion: this reaction could be linked to a hypersensitivity of the pt, to the injection itself or to a secondary reaction to the injection. The attributability is then impossible to determine.